Event description:
Implant failed to osseointegrate.

Manufacturer narrative:
The delay in submission was due to a system issue involving the generation of duplicate report numbers. The vendor, (B)(4) was notified after several emdr records failed to submit. At the vendor¿s request, submission of similar records was temporarily halted while the root cause was investigated and a corrective solution was developed. Prior to identification of the system issue, the affected records were on track for timely submission. Due to the time required for vendor investigation, root cause analysis, and implementation of a corrective action, the records subsequently became past due. The corrective fix has now been deployed within the system. Newly created records are functioning as expected, and the vendor is actively monitoring system performance as a precaution.

Event description:
Implant failed to osseointegrate.